Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/02/2016 a medtronic representative performed an imaging system check-out, all areas passed. Imaging system booted-up successfully several times. No issues found. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported a site's imaging system that was not working the previous night. The biomed representative did not have any additional information regarding the nature of the issue. There was no patient present when this issue was identified.